Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tep (hernia repair). Event description: transparent seal of trocar parts broke off and fell into patient. No abnormal instruments used. They witnessed leakage and saw the parts in abdomen at the end of the procedure. Trocar and all parts are kept together to send back. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic component of the seal, was torn and detached from the seal. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.